Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "pain", ¿capsular contracture baker grade IV¿ and ¿textured to smooth¿. Later healthcare professional reported "capsular contracture, baker grade unknown" and "patient¿s concern with the product". This record is for the left-side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "pain", ¿capsular contracture baker grade IV ¿ and ¿textured to smooth ¿. This record is for the left-side. Device remains implanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, g2. The reason for reoperation: capsular contracture baker grade unknown.